Event description:
It was reported that during an ablation procedure, the atakr repeatedly indicated temperature of 70 degrees c. The ablation catheter and atakr were replaced, and the temperature was then indicated as normal, 55 degrees c. However, the procedure was not successful, and tamponade was reported. The patient remained hospitalized but was reported to have recovered. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during an ablation procedure, the atakr repeatedly indicated temperature of 70 degrees c. The ablation catheter and atakr were replaced, and the temperature was then indicated as normal, 55 degrees c. However, the procedure was not successful, and tamponade was reported. The patient remained hospitalized, but was reported to have recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.